Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was no power and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box revealed one pump reboot recorded after a replace battery alarm. There was no damage found to the returned battery cap. There was corrosion found inside the battery compartment. The returned battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. There was no power interruptions duplicated during this time. A leak test failed with the battery compartment leak. The pump cover was removed and there was evidence of moisture observed on the printed circuit board and internal components. There was no damage to the power circuit found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.